Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Mean age and gender. Estimated date of event. Date of implant has been estimated the stents remains in the patients. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Post-market clinical follow-up report, multi-link bare metal stent family of devices.

Event description:
It was reported through a post market report identifying multi-link bare metal stents that may be related to patient death. Details are listed in the attached report, titled, post-market clinical follow-up report, multi-link bare metal stent family of devices.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of death, as listed in the multi-link vision international, instructions for use is a known patient effect that may be associated with coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.